Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus to address bg. Customer reverted to an alternate method of insulin therapy.